Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing difficulty in recharging the ipg and discomfort described by the patient as heating while recharging the ipg. The patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced. In addition the ipg was moved from right buttock to the right flank. Therapy was resumed.